Event description:
Customer reported her adc freestyle libre sensor detached on the day she applied. Customer was unable to obtain the reading and subsequently lost consciousness. Customer was seen by a healthcare provider and provided unspecified medical treatment. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached on the day she applied. Customer was unable to obtain the reading and subsequently lost consciousness. Customer was seen by a healthcare provider and provided unspecified medical treatment. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.